Event description:
The patient was having cataract surgery with intraocular lens implant. When the surgeon inserted the lens it perforated the posterior capsule. The patient required an anterior vitrectomy. The lens implant was removed and a different lens was placed in the sulcus without difficulty.